Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient complained of waking up with sweats the night prior. Upon post implant follow up, it was noted that the patient's right ventricular lead exhibited intermittent capture. The lead also exhibited a decrease in r-wave amplitude. Programming changes were made to accommodate this issue. Chest x-ray showed a loss of slack in both the atrial and ventricular leads, which caused a dislodge in the ventricular lead. A procedure was performed on 26 jun 2020 to reposition the ventricular lead and provide more slack for the atrial lead. The procedure was successful and the leads exhibited proper values. The patient was discharged in a stable condition. Related manufacturer reference number: 2017865-2020-08675.